Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). Additional code of img g02030 is applicable for product ID: 8253002, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 3.0 system passed the test but did not function correctly on the patient. The tests failed to turn green when actual consumables were connected to the patient, despite trying multiple sets of consumables. There was no impact on the patient.

Manufacturer narrative:
H3: device analysis did not confirm the reported issue; the device was tested with the customer-owned nim mainframe and all signals worked as expected. Cross-testing with test equipment also showed no deviations in the signals. However, the clamps were found to be bent and loose due to worn wave washers. H6: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable. H3: device analysis for product ID: 8253002, serial/lot #: (B)(6). Did not confirm the reported issue; the device was tested with the customer-owned nim mainframe and all signals worked as expected. Cross-testing with test equipment also showed no deviations in the signals and there was no fault found. H6: code of fdr c19 is applicable for product ID: 8253002, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional codes of img g0405203 and img g04138 were not submitted in previous regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.